Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump are hard to push. The customer¿s blood glucose level was 120 mg/dl. The customer also stated that the up, down and act buttons are hard to push. Customer was advised to observed time clock for one minute to verify if time advances and found still accurate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.